Event description:
A (B) (6) male pt underwent emergent aaa repair due to a contained rupture on (B) (6) 2009. The pt received a zenith main body and two zenith iliac zt legs. The procedure was conducted without reported incident. On (B) (6) 2010, the pt underwent a secondary procedure after the results of 3 month follow-up revealed the left iliac limb had fore-shortened and appeared to have a small leak. The existing iliac graft was extended distally (about 1cm) to the int/ext bifurcation using a zenith iliac zt leg. The final aortogram showed proper placement and no leaks. The final aortogram showed proper placement and no leaks.

Manufacturer narrative:
(B) (4). Event is still under investigation at this time.